Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was 533 mg/dl with moderate ketones. The customer delivered insulin via the pump and manual injection. Reportedly, the customer change all supplies to resolve the alarms.